Event description:
During the procedure the anchor broke and did not fix in the bone. Another anchor was used. The site was prepared with an endoscopic drill; the bone tunnel diameter length was 2.9mm. When the device was being removed the distal tip of the anchor broke. The surgeon was confident that all of the pieces were removed. No fragments were embedded in the bone or left free floating in the patient; no additional monitoring or medical interventions were required. They needed to prepare a new site for the backup device used to complete the procedure and the original site was left empty. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).